Event description:
It was reported by service report that the scale was not accurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: all load cells. How was the issue noticed; was this identified during, prior or after medical procedure/installation/in-coming inspection/service, out of box failure? Incoming inspection. If the issue was noticed during procedure, was the procedure completed successfully? Issue was not noticed during a procedure. Was there any medical intervention require. If yes, please describe including any unanticipated. No. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? No.